Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter entrapment on guidewire occurred. The target lesion was located in a bile duct artery. A 10mmx60mm wallflex biliary transhepatic stents was advanced for treatment. However, during procedure, the guidewire got stuck inside the stent delivery system. A non-bsc device was used to complete the procedure. No patient serious injury or adverse event were reported.